Manufacturer narrative:
The other device listed in this report is an unknown 32mm v40 head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient was revised due to pain. Left hip.